Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, the rigid tube was dented and component failure of the charged coupled device. Based on the results of the investigation, and since the device malfunction "anti-cloudy prevention function does not work" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunctions: the rigid tube was dented due to a component failure of the rigid tube,and poor image quality due to a component failure of the charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a malfunctioning anti-cloudy prevention function. The issue was found during sedation in a therapeutic laparoscopic surgery. The procedure was completed using the same device.there were no reports of patient harm.